Event description:
Additional information showed the patient had revision surgery on (B)(6) 2012. The patient's lead was replaced successfully. The patient was reportedly doing great, and was successfully reprogrammed and was receiving great coverage.

Event description:
It was reported that in early (B)(6) 2011, the patient experienced a burning sensation near their implanted neurostimulator (ins), when she entered a car. The sensation lasted for 30 minutes before dissipation. The sensation became intermittent and occurred in 10-15 min intervals. It was noted that when the patient turned off the stimulation device, the burning stopped. The patient tried lidocaine patches to relieve the pain but did not mention results from this therapy. Subsequent information reported indicated that the patient experienced a burning and pinching sensation at the ins implantation site. The patient had tripped over a laundry basket but this event did not correlate with the burning sensation. The patient had good stimulation coverage. Low, out of range, impedances were found on electrode combinations 0-1 (less than 70 ohms). All other electrode combinations had impedances in the range of 363 ohms to 607 ohms. The patient was not using electrode combination 0-1 but was reprogrammed to a1: 6+/7- and a2: 2-/3+. The new therapy impedances were a1 = 403 ohms and a2= 595 ohms. Follow up information reported that no other diagnostics were performed. The patient was to be scheduled for a lead revision in (B)(6) 2011 or (B)(6) 2012. If additional information becomes available, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: programmer model 37743 serial# (B)(4) lead model 389233 lot# j0315970v implanted: (B)(6) 2003 explanted: na; lead model 3888-33 lot# j0316202v implanted: (B)(6) 2003 explanted: na; extension model 37082-40 serial# (B)(4) implanted: (B)(6) 2009 explanted: na.